Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump may not be delivering properly. The caller reported that the customer had been experiencing high blood glucose levels since the night before the call. Blood glucose level at the time of the incident was 575 mg/dl. Blood glucose level at the time of the call was 375 mg/dl. The caller was advised to monitor the insulin pump. The device was not replaced or returned for analysis.